Manufacturer narrative:
Investigation summary/; a 20039e sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22065466. The feedback provided by the customer suggests a complete occlusion was detected during use of the smartsite extension set. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22065466 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set tube was blocked and couldn't draw up blood during use. The following information was provided by the initial reporter: "the extension tube cannot draw blood".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set tube was blocked and couldn't draw up blood during use. The following information was provided by the initial reporter: "the extension tube cannot draw blood".